Event description:
The physician used a resolute onyx drug eluting stent to treat a moderately tortuous, mildly calcified lesion with 75% stenosis in the mid lad. The lesion was pre-dilated with a 2.5x15 mm non-medtronic balloon. There were no issues noted when removing the device from the hoop. The device was inspected with no issues. Negative prep was performed with no issues. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It is reported that the balloon burst in vivo after 8 atm of pressure had been applied. The duration and number of inflation cycles is unknown. The physician noticed the burst when the balloon had been deflated. The patient suffered perforation of the coronary artery as a result. Post-dilation was performed. The stent remains implanted in the patient. No further patient injury is reported.

Manufacturer narrative:
Image review: review of the procedural images confirmed the present of a calcified lesion in the tortuous lad. Multiple balloon inflations are performed prior to delivery of the resolute onyx stent. On inflation of the delivery system balloon/expansion of the stent a leakage of contrast is evident in the vessel. A vessel perforation is visible at the proximal end of the stent. The perforation is resolved without intervention. Post dilation is performed on the deployed stent. Evaluation summary: delivery system was placed in waterbath to disperse any residue throughout the catheter. The stent was not present on the balloon and did not return for analysis. Crimp impressions were visible on the exposed balloon surface. The balloon folds were expanded, indicating inflation occurred. Balloon failed negative prep. On pressurisation of the balloon, a leak was observed on the balloons working length. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a longitudinal tear on the balloon material immediately proximal to the balloon distal marker. No lead in scratches were evident proximal or distal to the tear site. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.